Event description:
The customer had contacted beckman coulter, inc. (Bec) to report that "x" flags were being generated for patient samples and quality controls (qc) on their coulter ac-t diff 2 analyzer. The customer released instrument-flagged results, but believed the results to be correct. There was no impact to patient treatment associated with this event. The instrument qc log was full and no new qc data had been entered since (B)(6) 2009.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse recalculated the aim factors and instructed the customer on how to properly manage qc data. The root cause is likely due to incorrect aim calibration factors and operator error. The instrument correctly generated the appropriate flags to alert the operator to further review the results. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.